Event description:
It was reported that a patient was complaining of pain the night before the pod was due to be changed and there was some redness around the adhesive. The pod was worn for more than 48 hours on the leg. The patient realized that that the area was infected. A day later the scab fell off and revealed even more pus. The patient went to the doctor and was diagnosed with cellulitis. The ring of redness regressed and resolved over 5 days with the use of the prescribed antibiotic, (augmentin, 500mg 2x daily, for 7 days.)

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.